Event description:
During an endoscopic procedure, the single use distal cover that is a flexible piece of plastic came off the end of the endoscope and went down into the patient's trachea partially obstructing her airway. Interventional pulmonology was called and did a flexible bronch to retrieve the cap. The same type of flexible, disposable cap that has just started to be used here at our institution, came off in another procedure and dropped into the hypopharynx of that patient.